Event description:
It was reported that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device came apart, did not function and some parts were missing. Fictional testing could not be performed. The device failed the visual assessment pretest. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated and the reported condition was confirmed. Loctite residue on the threads indicated that this step was not properly followed. Due to improper assembly (B)(4) was opened to address the issue of the improper assembly to address this issue and will be further investigated. The assignable root cause was traced to a manufacturing issue. A device history review was performed, and no non-conformances were detected related to the reported condition. (B)(4).